Event description:
It was reported by the customer's mother that their insulin pump keypad was unresponsive to user inputs. Customer stated that the act button does not respond. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 280 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump has intermittent button response due to moisture damage on keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads. Insulin pump communicated properly with test blood glucose meter. The blood glucose value on the meter was display on pump screen. Insulin pump passed self test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.